Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that throughout the procedure the clamp was working properly. However, at the end of the procedure, it was observed that the pulley came loose and stopped responding to movement according to the manipulators at the console. The surgeon, seeing that the procedure was already ending did not see the need to use a backup instrument. The procedure was completed with no reported injury.